Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2015-00112 for the second patient. It was reported by the (B)(6) that there was a leak in the catheter, preventing proper ventilation. Once the suctioning was done, they allegedly locked the button, however an alarm went off from their ventilator machine. They suspected that there was a leak coming from the white button, as the catheter was pulled correctly, and there was no audible leak sound on the peep joints. They replaced the device to fix the problem.. No injury to the patient was reported, however, the patient did have high peep pressure.

Manufacturer narrative:
One used sample was received without original packaging. Visual inspection revealed that the sample was generally clean. No visible damage was observed. The thumb valve was in the upright position. The thumb valve was depressed and released multiple times for functional inspection. Each time after release, the thumb valve returned to the upright position. The sample was then attached to suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of an air leak was noted. While attached to the suction, the distal end of the catheter was inserted into a beaker of methylene blue dyed water. Suctioning was observed while the valve was in the upright position, and when the thumb valve was depressed, suctioning increased. When the thumb valve was put in the locked position, no suction occurred. The distal end of the catheter was inspected for a blocked. Skive. The skive was visible outside of the seal cartridge subassembly area. There was no blockage noted in the system. The reported event was confirmed, however, an exact root cause could not be identified. The device history record for m5079t603 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).